Event description:
It was reported by the affiliate that during use of a 9x40mm precise pro rx stent, the stent could only be deployed 1 cm after reaching the target lesion. The device was changed for a non-cordis stent to complete the procedure. No patient injury was reported and the device was returned for analysis. Preliminary evaluation revealed that the stent was protruding 1 cm. The affiliate provided confirmation that the stent partially deployed 1 cm. Pending additional details.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during use of a 9x40mm precise pro rx stent, the stent could only be deployed 1 cm after reaching the target lesion. The device was changed for a non-cordis stent to complete the procedure. No patient injury was reported. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile precise pro rx ous carotid system, 6f, 9mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was received partially deployed (1cm). Hemostasis valve was damaged. No other discrepancies were found. Although the hemostasis valve was damaged; the stent was deployed without any problem. Sem results showed that the crack in the valve had spread entirely through the wall thickness of the valve. Evidence of areas that are brittle in appearance can be exhibit in the surface. No visual evidence of any chemical degradation or cutting in the material was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "hemostasis valve damaged" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported "partial deployment" was confirmed due to the unit was received. The exact cause of the reported failure could not be conclusively determined; however it does not appear to be manufacturing related since no during functional test no anomalies were found and the stent could be deployed. It is likely procedural factors could contribute to the failure experienced by the customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. The returned device shows evidence that the outer sheath had been retracted suggesting initiation of the deployment process. The returned device was able to be deployed without difficulty. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information is pending regarding event details and will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.